Event description:
Pt reported, the menu button on the infusion device was not functioning correctly. Infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. No additional info was available.

Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.